Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis event with severe abdominal pain. The cause of the peritonitis was unknown. Treatment for the event was not reported. Dianeal therapy was ongoing. At the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.